Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three rounds of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to an episode of atrial arrhythmia. It delivered all therapy available for that zone. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three rounds of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to an episode of atrial arrhythmia. It delivered all therapy available for that zone. No additional adverse patient effects were reported. Further information was received that this device was explanted due to normal battery depletion (nbd). This device has been received for analysis.